Manufacturer narrative:
(B)(4). Insulin pump received with detached or missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached or missing retainer. Unable to perform displacement test due to detached or missing retainer. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on lip ring. The customer's parent did not state how the damage occurred. The customer reported that the reservoir was able to lock in place. Customer's parent wants to have the device replaced as the customer has seizures and will be out of auto mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.